Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was adjusted and the fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system locked up at boot up. No pt injury was reported.